Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an 840 ventilator had an oxygen (o2) sensor that would not read correctly. There was no patient involvement at the time of the reported event. The service engineer (se) replaced the o2 sensor. The se performed testing and calibrations and the ventilator operated within the manufacturing specifications.